Event description:
It was reported that during a stenting treatment procedure a deflation issue and stent damage occurred. The 80% stenosed target lesion was located in the mildly calcified and mildly tortuous distal right coronary artery. The 2.25 x 32mm promus element plus stent delivery system was advanced and deployed at the target lesion. When the physician pulled negative the balloon only partially deflated. The physician removed the partially inflated device, and the balloon caught on the stent and foreshortened. The device was removed intact. The physician advanced and deployed an unspecified promus element plus stent proximal overlapping the stent. The 2 stents were well positioned and well opposed as confirmed by ivus. No patient further complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. Age at time of event: (B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).